Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with inappropriate automatic mode switches due to noise over-sensing from their atrial lead. Programming was performed to address the issue. Patient was stable after the event.